Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -8.5/+3.0/094 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.